Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitudes leading to t-wave oversensing, also exhibited other untreated episode due to the same reason. The patient felt some slight palpitations. The physician decided to leave the device in secondary with exercise template and to continue monitoring. This s-ICD remains in service. No adverse patient effects were reported.